Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 0.014 guide wire was advanced to the distal portion of the right coronary artery (rca), crossing the two lesions (lesion in the mid portion with 85% stenosis and a second lesion in the distal portion with 80% stenosis). There was an unsuccessful attempt to advance a 2.5x12mm balloon. A second 0.014 guide wire was advanced for extra support. Both lesions were incompletely pre-dilated using a 1.0x08mm balloon. A new 2.5x20mm nc balloon was inflated at 20 atmospheres with adequate pre-dilation. The 2.75x28mm xience xpedition stent delivery system (sds) was advanced, but was unable to cross the lesion. The xience xpedition stent separated (dislodged) from the sds balloon. The dislodged stent got stuck in the right deep femoral artery, but was successfully captured using a snare device. There were no adverse patient effects. The procedure was completed with balloon angioplasty only. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. While attempting to position the device the interaction with the difficult anatomy caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.